Manufacturer narrative:
An event regarding wear involving an unknown sleeve was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted device with nothing remarkable to note. From the photographs provided there is no evidence of wear for the device. Clinician review: no medical records were provided for review. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to metallosis. The reported device was not returned however photographs were provided for review. The photographs show a recently explanted device with nothing remarkable to note. From the photographs provided there is no evidence of wear for the device. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details and return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to metallosis. An alumina head with v40 sleeve and alumina insert were revised to a biolox head with sleeve, and trident poly insert. Rep confirmed that no further information will be released by the hospital or surgeon.